Event description:
A physician reported that metal particles were appeared at the wound during cataract surgery while using ophthalmic cannula. Procedure was completed on the same day. Additional information received indicating that the metal particles were observed at the main wound was retained. There was swelling in the wounds. The particles were not able to see in post operation due to edema. The patient was advised for a day magnetic resonance due to the material seems metallic. There was no intervention and hospitalization following the event. Ophthalmic knives were also used during procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Unopened lid and body, cystitome and cannula (c&c) cannulas in tip protector cases with lids were received for the report of metal particles noted at the wound and swelling wound and corneal edema. Samples were visually inspected by selecting 13 samples randomly and all 13 samples were found to be conforming. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened samples were found to be conforming, therefore metal particles noted at the wound and swelling wound and corneal edema as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. However since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected for the soft tip during the manufacturing process to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.